Manufacturer narrative:
The device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt. Please note that there are two possible lot numbers for this device, r1208228 and r1008198 because the exact lot number could not be determined.

Event description:
The report received from the affiliate indicated that the opta pro balloon ruptured in the middle under low inflation. The physician indicated it was either due to the plaque or the irregular fixed stent-strut. The stent was deployed and a 10mm/2cm opta pro balloon was used to post-dilate. There was no difficulty removing the product from the hoop. There were no kinks or other damages noted prior to inserting the product into the patient, the original packing looked fine and there was easy insertion over the 7f sheath. The device prepped normally. Contrast used during the procedure was ultravist 300, at a 75%:15% contrast to saline ratio with a manometer, 10ml syringe and a 50ml syringe. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and it was an inconspicuous insertion. The lesion was 80% occluded, eccentric and highly calcified with no vessel tortuosity in the common iliac artery. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion but the catheter in an acute bend during the procedure. The balloon maintained pressure during the procedure.